Event description:
Reported unknown total number of false positive sars results for 1 employee. It is unknown if the employee was symptomatic. The customer communicated the results were confirmed negative by molecular (pcr testing). Multiple attempts were made to contact the customer for more information. The customer was unresponsive.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.